Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated. Visual observation revealed the distal end of the wire was bent and not in a loop in its original state. However, the device was not found to be broken. Therefore, we cannot confirm the reported failure. It is possible that this failure is an indication of misuse of the device. Moreover, this failure can be attributed to user technique. When functionally tested, the device functions as intended. No issues were observed while sliding the button up and down. Additionally, a non-conformance search was conducted and no non-conformances were identified for this part number (251723), lot number (1l22833) combination. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). The expiration date is unknown.

Manufacturer narrative:
Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be "fi".

Event description:
It was reported that during a shoulder repair procedure the first ideal suture grasper 60 degree malfunctioned. The second grasper tip broke inside the patient. The customer stated that everything was removed from the patient. The case was completed with another like-device of a different lot. No patient harm or surgical delay was reported. The customer was not present and could not provide any additional information. The devices are being returned for evaluation.